Manufacturer narrative:
Based on medical record review it appears that the abdominal wall infection can be associated to the unknown synthetic mesh. The explant operative report notes the abdominal wall infection was most likely related to the previously placed unknown synthetic mesh implant. Additionally, the medical records indicate that the phasix mesh may have been placed into a contaminated environment for which the patient later developed an abdominal wall infection. During implant the operative details note that the patient also underwent excisional debridement of foreign body suture granulomatous abdominal wall abscess tissue. The excised tissue was sent for culture, however the results were not provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the removal of the mesh. An unresolved infection may require removal of the device." At this time, a definitive conclusion cannot be made as to the degree to which the mesh implant may have caused or contributed to the patient's abdominal wall infection. If additional information is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This MDR represents the phasix mesh (mesh #2) implanted on (B)(6) 2014. A separate MDR was sent to document the xenmatrix graft (mesh #1) implanted on an unknown date.

Event description:
The following is based on medical record review: implant of a bard/davol xenmatrix graft (mesh #1) for repair of an incisional hernia developed following previous weight loss surgery. (No operative report provided) implant of an unknown synthetic mesh for repair of a peri umbilical hernia. (No operative report provided) (B)(6) 2014 - implant of a bard phasix mesh (mesh #2) for repair of a recurrent upper midline incisional hernia and excisional debridement of foreign body suture granulomatous abdominal wall abscess tissue. (B)(6) 2015 - due to an abdominal wall infection the patient underwent the explant of the bard/davol xenmatrix graft, the unknown synthetic mesh and the bard/davol phasix mesh. Operative details note "the phasix mesh specifically was not incorporated into the abdominal wall." The abdominal wall infection was noted to be most likely related to the previously placed unknown synthetic mesh implant.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)